Event description:
It was reported that this pacemaker exhibited loss of capture (loc) and high capture thresholds on the right ventricular (rv) lead. Technical services (ts) was consulted and recommended increasing outputs. The device remains in service. No adverse patient effects were reported.